Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6), 2007. Approximately one year later, the patient began to experience pain and alleges tests to rule out infection were inconclusive as well as radiographs. The patient sought the advice of a second surgeon who performed an arthroscopic procedure in (B)(6), 2010 where a considerable amount of scar tissue was removed; however, the patient is still experiencing pain. The surgeon recommends another arthroscopic procedure or revision surgery. Neither the original surgeon nor the current surgeon found a reasonable cause for the pain. This report is based on patient allegations which are currently unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. "Interoperative or postoperative bone fracture and/or postoperative pain." Date of event - a revision procedure has not been reported to date. Patient reported the onset of pain occurred approximately one year after the original procedure. Date explanted - components remain implanted. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2012-00126 thru 00130).